Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that after receiving a 2.7mm registration, the registration pattern appeared on the wrong side of the head. The surgeon did not want to re-register after doing so 2-3 times and aborted the use of the navigation device. The patient was prone and registration was done only on the back of the head. The surgery was completed using another navigation device and there was no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that there was insufficient information to determine the root cause of the perceived incorrect registration. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.